Event description:
When a user documents and saves a call from the instrument interface menu and pt information such as age, sex, and race are part of the actual result calculation, results are incorrectly recalculated. This problem only occurrs after call information is saved and a change to the order triggers a recalculation